Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 01/11/2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient began experiencing increased tailbone pain about 1-2 months prior to the report and could hardly stand the pain. The implantable neurostimulator depleted, turned off, and the pain subsided. The patient charged her implantable neurostimulator and turned it on and the pain came back and went away with it turned off. The patient switched to group d where she did not experience this pain. There were no external or environmental factors noted that may have contributed to the issue. Impedances showed that electrodes 0, 4, 5, and 7 were all out of range but the rest were within normal limits. These electrodes were not used for programming when the patient noted the increased pain. The manufacturer representative attempted to get better programming than group d, but that was prefect. The manufacturer representative advised the physician that the lead has out of range contacts, but these were not being used when the patient noted increased pain. The plan is to seek insurance approval and replace the entire system. The patient would also like an MRI compatible device, so it would all be replaced. There were no further complications reported or anticipated.